Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report (mw5069931) states: the depuy rod initially placed in leg in 2014 cracked. Rod had to be replaced 2017. The tissue in the upper leg was metal stained. The femoral component was loose and came out in the surgeon's hand. The rod was broken on the femoral component and had to be replaced. Patient has lost flexion since the surgery. Since the surgery, patient had 2 additional surgeries due to complications. Patient was either in hospital or inpatient rehab facility for 2 months. Patient is still wearing a brace and using a walker. Update 7/10/2017 after review of the maude report for reportability, it is noted that the product description in the product code of the report is inconsistent with the description of the product in brand and device type, as well as in the body of the report. The former describes an acetabular device while the remaining sections all identify a femoral device. It is also not entirely clear whether this device is hip related or knee related based upon the description available. The complaint currently identifies the products as knee related, as the available information supports this slightly more than hip related. If additional information is provided then this complaint may be revised. Complaint updated on: 8/8/2017.

Manufacturer narrative:
The device associated with this reported event was not returned for examination.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.